Event description:
Customer reported unexpected negative reactions with cell #1 heterozygous e cell, of capture-r reay-ID, lot id089 when testing 3 patient samples containing anti-e. Methodology is manual capture.

Manufacturer narrative:
The presence of the e antigen was confirmed on the customer's unopened returned capture-r ready-ID (crrid), lot id089. The returned product performed as expected. The presence of the e antigen was confirmed on retention crrid, lot id089. Retention product performed as expected. The customer did not return sample for investigation testing. It is not possible to rule out the sample as the cause of the event.